Event description:
It was reported that during the implant procedure, the helix would not properly extend and retract. Over 20-25 rotations of the helix were required, and when it extended, it seemed to pop out suddenly. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. Distal conductor blood/body fluid (not obstructed) and blood in/on helix mechanism was also observed.